Event description:
It was reported that the user, newly started on the ilet pump, experienced a high blood glucose after dinner during the learning period, which subsequently returned to range. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user counseling on early-use glycemic variability and confirmation of resolution without device alarms. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with expected glycemic adjustment during initial pump use. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to routine adaptation during therapy initiation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.